Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every 5th day and route was not reported) and ceftazidime injection (1 gram, once daily for 14 days and route was not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional and corrective information : on an unreported date, the patient was treated with magnova injection (500mg, route and frequency were not reported). At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.